Manufacturer narrative:
Component code: (B)(4) device not returned. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? No further information will be provided. No product will be returned.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During and after surgery drainage failure occurred. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.